Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window, a cracked reservoir tube and a loose and shifted end cap sticker.

Event description:
Customer reported that the insulin pump returned a motor error alarm during a set change. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 119 mg/dl at the time of the call. No further info was provided.